Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was no phacoemulsification with the system after use of an ultrasound handpiece during surgery. The surgery was completed using a different system. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company representative provided phone support to the customer and suggested replacing the handpiece and changing the phacoemulsification settings. No on-site service was performed on the system. The customer reported event could not be confirmed or replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).